Event description:
It was reported that they were asked to pull all of this esophageal tamponade tube and checked to see if the connecters were stuck or crumbling. The connectors on this one were stuck in tightly and they could not remove any of them. Per follow up via email on 07-feb-2025, the inventory controller stated as far as she knew, the device was not used on a patient. Confirmed device was material # 0092220 and provided lot # mcjn2679 and lot # mcjr1392. Both devices have white plugs that cannot be removed. Per follow up email received on 19-feb-2025, the inventory controller reported that she ordered new minnesota tube devices lot # mcjq1715 and they are also coming in with the plugs stuck and cannot be removed. She additionally confirmed the devices have not been used on any patients.

Manufacturer narrative:
The reported event is inconclusive, and no sample was returned for evaluation. This specific complaint allegation was part of a broader investigation captured in CAPA 11273661. No actions can be taken at this time since a root cause was not identified. A DHR review was performed and no non-nonconformances were found. The instructions for use were found adequate and states the following: warning: do not use lubricants containing mineral oil or petrolatum as they are harmful to rubber. Storage: store tube at room temperature away from direct exposure to light, preferably in the original packaging. Sterilization: if desired, the tube may be sterilized by ethylene oxide or steam autoclave. Exposure times will vary depending on the type of equipment used. The equipment manufacturer¿s recommendations should be followed along with the proper use of biological controls. Precaution: this is a single use device. Do not re-sterilize a portion of this device after initial sterilization and/or use. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failures, and/or lead to injury, illness or death of the patient. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were asked to pull all of this esophageal tamponade tube and checked to see if the connecters were stuck or crumbling. The connectors on this one were stuck in tightly and they could not remove any of them. Per follow up via email on 07-feb-2025, the inventory controller stated as far as she knew, the device was not used on a patient. Confirmed device was material # 0092220 and provided lot # mcjn2679 and lot # mcjr1392. Both devices have white plugs that cannot be removed. Per follow up email received on 19-feb-2025, the inventory controller reported that she ordered new minnesota tube devices lot # mcjq1715 and they are also coming in with the plugs stuck and cannot be removed. She additionally confirmed the devices have not been used on any patients.

Event description:
It was reported that they were asked to pull all of this esophageal tamponade tube and checked to see if the connecters were stuck or crumbling. The connectors on this one were stuck in tightly and they could not remove any of them. Per follow up via email on 07-feb-2025, the inventory controller stated as far as she knew, the device was not used on a patient. Confirmed device was material # 0092220 and provided lot # mcjn2679 and lot # mcjr1392. Both devices have white plugs that cannot be removed. Per follow up email received on 19-feb-2025, the inventory controller reported that she ordered new minnesota tube devices lot # mcjq1715 and they are also coming in with the plugs stuck and cannot be removed. She additionally confirmed the devices have not been used on any patients.

Manufacturer narrative:
The reported event is inconclusive, and no sample was returned for evaluation. A DHR review was performed and no non-nonconformances were found. Product and process criteria were met for lot mcjq1715. Quality checks and lot release were performed. Product labeling was reviewed for this investigation. This specific complaint allegation was part of a broader investigation captured in CAPA 11273661 (medical device correction, ucc-25-5238-fa; res# 96455). Correction: h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.